Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Date of event is estimated.

Event description:
It was reported the patient¿s controller displayed the elective replacement indicator (eri) message. Troubleshooting was performed and the message went away. Device is providing therapy.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.